Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken into two segments at approximately 7cm from the proximal end which possibly retracted the release wire and led to the detachment of the implant coil. (B)(4)

Event description:
Treatment of an aneurysm. On(B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, the physician experienced huge resistance when advancing the coil inside the microcatheter. Upon pulling back on the coil, the implant coil detached. The microcatheter and detached implanted coil was removed from the patient and another coil was implanted without issues. The patient is in good condition.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).